Manufacturer narrative:
The insulin pump was received with blank display and constant tone, problem isolated to mother board. The pump was unable to verify for check setting alarm, reset anomaly, failed battery test, external flash crc error alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected error test and all operating current measurement due to blank display. The pump was received with minor scratched display window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call of failed battery test alarm, external flash crc error and chest settings alarm. Customer's blood glucose reading was 247 mg/dl. The customer stated that he woke up to an audible alarm. The customer received drips when he changed the reservoir. After troubleshooting, customer was not able to clear alarm. The insulin pump was returned for analysis.